Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that only the a segment of the lead was returned. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 21.5 cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of high impedance measurements, high threshold measurements, and muscle stimulation were likely caused by the confirmed fracture.

Event description:
It was reported that this implantable lead was explanted due to unknown product performance issues. This lead was successfully replaced. No additional adverse patient effects were reported. Additional information indicates the lead exhibited signs of failure such as high impedance and high capture thresholds. The patient experienced muscle stimulation due to the unipolar pacing. Reportedly, the system was sub-pectoral which was believed to cause the issue. The product is not expected to be returned as it was discarded. Additional information received indicated that this lead was returned for analysis.

Event description:
It was reported that this implantable lead was explanted due to unknown product performance issues. This lead was successfully replaced. No additional adverse patient effects were reported. Additional information indicates the lead exhibited signs of failure such as high impedance and high capture thresholds. The patient experienced muscle stimulation due to the unipolar pacing. Reportedly, the system was sub-pectoral which was believed to cause the issue. The product is not expected to be returned as it was discarded.